Manufacturer narrative:
No sample received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A materials manager reported 21 cases of leaking valved trocars during surgeries. Procedures were completed with use of those cannulas. No harm confirmed. No further information is expected. This is one of two reports being filed for this facility. This report refers to one of the lots.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4).

Manufacturer narrative:
Seventeen opened 25 ga trocar hub/cannula assemblies were received for the report of valved trocars were leaking. It is unknown which sample is for this case. The returned samples were visually inspected. In set number 1 (4 samples), all 4 samples were found nonconforming with damaged septums. In set number 2 (4 samples), sample 3 was found to be conforming and samples 1,2, and 4 were found nonconforming with damaged septums. In set number 3 (4 samples), all 4 samples were found to be nonconforming with damaged septums. In set number 4 (3 samples), sample 2 was found to be conforming and samples 1 and 3 were found to be nonconforming with damaged septums. In set number 5 (2 samples), both samples were found to be nonconforming with damaged septums.for this complaint file, the final customer lot was identified. For this final lot, five 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record reviews did not point to a root cause because the lot was reprocessed and the product was released in accordance with the product acceptance criteria. Four lots had no anomalies found based on the device history record reviews. It is unknown how or when the samples became damaged because they were returned opened.due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots.